Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient presented with chest pain and discomfort with right ventricular pacing. High impedance and loss of capture were observed on the right ventricular (rv) lead and a chest x-ray indicated dislodgement from the ventricle. A lead warning for high impedance on the right atrial lead (ra) had also occurred, and a problem with connection to the header was suspected. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.